Manufacturer narrative:
Ref (B)(4).

Event description:
On january 18th 2024 fujifilm healthcare americas corporation was informed of an event involving sys/mr/oasis open+vertex ii and x-large flex coil. It was reported that a patient complained of feeling of burning on her stomach using x-large flex coil halfway through a sag stir sequence on her spine. This was the 3rd series in the study. The technologist put a pad between the patient and the coil, and started the sequence again. Again, the patient pressed the call switch because she felt a burning sensation. The patient was removed. The area that the patient complained of burning was above the belly button. A gown was only thing the patient was wearing and was the only thing between the patient and the coil besides the pad that was added. The tech did not notice any heating from the coil. Tech states patient's stomach was a bit red. The doctor checked the patient, the area was red with no serious injury and no treatment was given. No additional information provided.